Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted a test sample stylet fully inserted in the lead without anomalies or resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the stylet for the right ventricular (rv) lead would not pass on the fourth reposition attempt. The rv lead was replaced. No patient complications have been reported as a result of this event.